Manufacturer narrative:
(B)(4).

Event description:
It was reported that a symptomatic patient (fatigued) presented in clinic during follow up. The device was post-paced t-wave oversensing on the ventricular lead. The patient did not receive therapy during the oversensing. The oversensing was noted on a real-time egm. Low frequency attenuation filter was programmed on. Programming changes were made during the device check.

Event description:
New information received notes that the patient has not had any events or complaints since reprogramming. The patient is active on merlin.net and no alerts have been transmitted.